Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, that upon the interrogation, the right ventricular (rv) lead was failed to capture. And exhibited low pacing impedance. The rv lead was explanted and replaced. The patient was stable throughout the procedure.